Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(car) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the results obtained of 65mg/dl. The expected fasting blood glucose test result range is 160 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the car. The test strip lot manufacturer's expiration date is 06/21/2018 and open vial date is 05/23/2017. The meter memory was reviewed for previous test result history: the 69mg/dl (B)(6) 2017 09:30 am fasting: yes, the 65mg/dl (B)(6) 2017 01:21 pm fasting: yes, the 85mg/dl (B)(6) 2017 10:00 am fasting: yes, the 138mg/dl (B)(6) 2017 08:00 am fasting: yes.